Event description:
It was reported that the radio frequency (rf) in this cardiac resynchronization therapy defibrillator (crt-d) is not working efficiently. In clinic, can interrogate using inductive telemetry with the wand but rf does not work. Boston scientific technical services (ts) requested to save to disk and memory dump for engineering analysis. Also, local representative confirms that all other device function appears normal. Additional information indicated that physician is concerned about possible infection and wanted to know if there is anything that would be compromised in the device if chose not to changed out. Data analysis showed the device diagnostics are inconclusive. The device has no faults and is depleting normally. The device has not established any handshakes with the latitude communicator, and it could be possible that the rf is non-functional. Furthermore, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the radio frequency (rf) in this cardiac resynchronization therapy defibrillator (crt-d) is not working efficiently. In clinic, can interrogate using inductive telemetry with the wand but rf does not work. Boston scientific technical services (ts) requested to save to disk and memory dump for engineering analysis. Also, local representative confirms that all other device function appears normal. Additional information indicated that physician is concerned about possible infection and wanted to know if there is anything that would be compromised in the device if chose not to changed out. Data analysis showed the device diagnostics are inconclusive. The device has no faults and is depleting normally. The device has not established any handshakes with the latitude communicator, and it could be possible that the rf is non-functional. Furthermore, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.